Event description:
It was reported that the 9900 system collimator closed down during a case. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep readjusted the power supply to 5.15v and tested the system which functioned as intended.